Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.

Event description:
It was later confirmed there is no further information available regarding the reported event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of image noise was confirmed, due to scope connector being corroded. In addition, due to wear of angle wire, bending angle in up direction did not meet the standard value. Connecting tube had a dent. Connecting tube had a scratch. Universal cord had a dent. Universal cord had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope displayed an image abnormality (sandstorm). There was no report of patient harm associated with this event.